Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patients right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances of greater than 200 ohms, as well as high thresholds and no pacing. As a result, a revision procedure was done. It was noted that the lead appeared intact via imagine and showed no breaks in insulation or lead issues of any kind. The lead was then removed from the device header, and it was found that the setscrew was not fully seated at implant. The setscrew was adjusted and the lead was tested and all measurements were normal. Both the lead and the device are functioning appropriately post revision. To date, no additional adverse patient effects have been reported.